Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
This is a spontaneous nurse report from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the nurse stated that on an unreported date the patient developed peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. It was not reported whether dianeal therapy was ongoing at the time of the event. It was not reported whether the peritonitis resolved. A causal relationship was not reported for the event of peritonitis with regards to dianeal pd4 ambuflex therapy. The nurse declined to provide further information. This is report 4 of 4 involved in this peritonitis event.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting the apply sample indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 10:30am. The patient manages her diabetes with 23 units of lantus in the evening and humalog insulin as needed. The patient indicated that on (B)(6) 2010 (at 10pm) she administered her usual evening dose; however, it is not known what action, if any, the patient took after the alleged issue occurred. One hour after the reported meter issue began, the patient claimed she became incoherent. The emergency medical service (ems) arrived at approximately 12pm and the health care professional (hcp) administered treatment by giving the patient glucose tables/ glucose gel. The patient reportedly obtained blood glucose results of "39, 41, 46, and 86 mg/dl" with the ems's meter. During troubleshooting, the csr confirmed the patient was not using the subject meter for the first time and the patient was using the proper testing technique. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hypoglycemia by an hcp after the alleged issue began.

Event description:
During routine testing of the device at the service center, the service technician reported the central control monitor had a cut cable with a bent connector pin. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: a secondary issue was also noted as spc dirty. The meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.